Manufacturer narrative:
4307 intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue, however, was unable to replicate the customer reported complaint "blade exposed warning¿. The instrument was found to have a dislodged blade. The logs confirmed the blade exposed error as reported by the customer. No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. For clarification, the instrument did not seal because the blade was dislodged. No other damages were found.

Event description:
Refer to MFR narrative for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the vessel sealer instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument did not seal the patient's tissue. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the vessel sealer (vs) instrument didn¿t appear to seal before cutting. The system reflected blade exposed warning message and upon the removal of the vs instrument, the blade was noted to be exposed halfway up the jaw. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the vs was used for an hour to seal tissue. The sealing issue occurred after the surgeon divided a pedicle, dividing more tissue on specimen side. The target tissue was the pedicle over fatty tissue. There was no tissue tension and audible tones were heard during the sealing cycle. A blade exposed message appeared and bleeding was controlled by grasping with another instrument.